Event description:
It was reported that the pump was not working properly. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.